Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the event. Treatment information and patient outcome were not reported. Peritoneal dialysis therapy was discontinued. Additional information was requested but was not available at this time.